Manufacturer narrative:
It was reported that the patient was experiencing power switching on all batteries. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events most likely due to communication errors between the controller and the batteries. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The reported event could not be confirmed during testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries.  The manufacturer has opened an internal investigation to evaluate power switching with communication error. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the patient presented to the clinic and was experiencing power switching that could be visually observed and occurring on all batteries. There we no reported alarms. Upon further discussion, the patient reports using a waist belt; the clinical specialist instructed reconfiguration of belt to keep batteries closer to controller to decrease on tension. The controller con102512 was exchanged to controller con106454 with no reported consequence or impact to the patient. No further information was provided.